Event description:
The facility reports two caregivers went into the resident's room to put them to bed. The hooked the resident up and moved them to the foot of the bed so they could move the wheelchair. While the resident was hanging in the lift they heard a carck and the lift side front piece broke, causing the resident to hang. The caregiver immediately sent the other cna for help while they went around to help the resident. The resident was hanging almost upside down and was starting to slide out of the lift. Their head was just inches from the floor and their feet and legs were approximately 3-1/2 feet from the floor. The resident's feet and legs slid to the floor. Their head sild to the floor as well, although the caregiver braced their head on their shoe.